Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: instrument was confirmed to be a fenestrated bipolar forceps. There were no broken cables. No damage noted to the instrument tips. Instrument did not remain static. No piece was missing or detached from the portion of the device that enters the patient¿s body. No fragment fell into patient. No cautery issues were noted. A backup instrument was used to continue with procedure.